Event description:
During an anterior cervical plate surgical case, the o.r. Scrub tech provided the surgeon with a standard trinica disposable drill bit (07.00166.001) with the manual handle which was inadvertently used with the trinica all through one (ato) system drill guide. After drilling, it was realized that the positive stop was not engaging as expected. The surgeon realized that the drill bit from the standard trinica instrumentation set was used instead of the trinica ato drill bit from the trinica ato kit. The outcome of the incident was that the standard disposable drill bit penetrated approx. 4mm deeper into the cervical vertebral body than what the trinica ato drill bit is designed to go. The surgeon filled the tip of the drill hole with vitoss product (bone filler) and successfully completed the case without further incident. There was no injury to the pt or user.